Event description:
It was reported that low, out of range, high voltage lead impedance measurements were noted. The svc coil was programmed off but dft testing was unsuccessful. It was noted that the remaining distal portion of an abandoned lead was suspected of making contact with the current rv lead causing the low, high voltage lead impedance measurements. The distal portion of the abandoned lead was explanted, and the issue was resolved.

Manufacturer narrative:
.